Event description:
It was reported that there was a device interaction with a cell phone; when the phone was held up to the patient's ear, there was a surging sensation. Device troubleshooting did not reveal any differences. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).